Manufacturer narrative:
On 05 may 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision surgery 2 years after primary cementless tha in a young ((B)(6) year-old) woman. Patient was complaining about pain. Radiographic image provided show the presence pf signs of mobilization in the proximal part of the femur and evident stress shielding. The stem was implanted in varus position and clearly undersized, possibly due to peculiar patient anatomy that cannot be clearly assessed from the single projection x-ray provided. Aseptic loosening is possible literature described adverse event following tha and causes are often undetermined. In this case, varus positioning and undersizing may have contributed to the loosening. A final determination of the main cause for failure cannot be made. Batch review performed on 17 may 2017. Lot 140725: (B)(4) items manufactured and released on 08 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon saw radiolucency around the stem. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available; explants are not available.